Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the medication was not flowing into meditech when pulled from pyxis. A technical support specialist (tss) had dialed into the server to begin the investigation. Tss logged into pes to validate that the medication was set as non-chargeable. Tss ran a transaction locate to obtain the transaction session key and executed an outbound query to confirm that the latest removal transaction had successfully crossed over to the carefusion coordination engine (cce). Tss advised the customer to set the medication to chargeable and check if the issue persisted and requested additional details if the issue continued for further troubleshooting. The customer tested and confirmed that the outbound message was crossing over after setting the medication to chargeable issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not flowing into meditech. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.